Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed multiple low and replace battery alarms were recorded. Evidence of excessive battery usage was observed in the pump history. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The battery compartment was completely intact; no cracks were observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power loss was observed. Evaluation revealed that the pump current draws were out of the required specifications. The pump case was removed and no evidence of moisture was found inside the pump. The battery terminal contacts were observed and no evidence intermittent contact was found. Evaluation revealed that a component on the printed circuit board had failed. The internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok buttons responded appropriately. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. The reporter alleged that the there were issues with the battery life over the past few days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.